Manufacturer narrative:
Evaluation summary: x-rays were returned with the complaint for review but, did not indicate a cause. No devices or photos were received; therefore the condition of the components is unknown. Operative notes were not returned for review, therefore fit and orientation could not be evaluated. Based on the available information, a definitive root cause cannot be determined at this time. However, the complaint may be revised upon return of x-rays, product or further information. Evaluation: the device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specifications.

Event description:
It is reported that the patient was revised due to articular surface not being seated correctly.